Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2021-00077, 1627487-2021-00078, 1627487-2021-00081. It was reported that the patient experienced an infection at the lead/burr hole cover site. As a result, the patient had the system explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Further information received that the patient was on IV antibiotics every 8 hours for 10 days and following the antibiotics, the infection is resolved.